Manufacturer narrative:
(B)(4). Batch # n5632g. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Did the staples fall out of the device prior to firing? Was the device fully fired, but there were there staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device perform as expected, however, the tissue would not hold the staples? How was the procedure completed? Will the device be returned for analysis?

Event description:
It was reported that during an unknown procedure, the device failed to hold the staple line, not holding staples. It is not known how the procedure was completed. There were no adverse patient consequences reported.